Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue with the x-ray after shooting 2d images and the mobile viewing station (mvs) was not working after shooting a 2d shot.  Troubleshooting steps were performed and the system was functioning as normal.  It was noted that a recoverable error message indicating that the power display was out of range was displayed multiple times.  The probable cause was suspected to be due to the power supply voltage drifting.  It was reported that there were further issues with shooting an x-ray, as the scan only half completed and timed out.  The manufacturer representative stated that they did a few trial scans with a bone model later and had the same issues with two scans timing out, but then three in a row were fine afterwards using the hand-switch twice and foot pedal once.  Another recoverable error message was displayed indicating that there was not the same current in the anode and cathode branches, which displayed four times, as well as a "battery critically low" error message which displayed once.  No patient was present when the issue was identified. Additional information received from a manufacturer representative indicated the issue was unable to be resolved. A competitor was using the system and they were unable to correctly troubleshoot. It was confirmed the issue occurred without any patients present.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. There was generator board and power supply (ps1) voltage drift. After replacing the power supply, there were sporadic generator errors. The issue remained unresolved. The system was temporarily removed for further testing/repair and replaced by a demonstration unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: additional system service was performed. The hv tank and tube were replaced. Code c07 is applicable, as are previously reported codes b01 and d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000193, lot/serial #: unknown ; product ID: bi50001605, version: 4.1.0 h3) the software team investigated the logs and found that this was not a software issue. Complaint data investigation found the event was due to a hardware issue. Imaging summary of failure sporadic generator errors 40, 41, 63, 139. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that 2d images were not used intra-operative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.